Manufacturer narrative:
The involved product was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on 17 mar 2023 from the home therapy nurse (htn) of a 77 year old male patient with multiple comorbidities including end stage renal disease, who stated the patient expired at an unspecified time during an approved nocturnal home hemodialysis treatment on (B)(6) 2023. Additional information was received on 20 mar 2023 from the htn who stated the patient was found expired with the device alarming and blood observed in the saline bag at approximately 05:15am on (B)(6) 2023. No further details were provided.